Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient's ins had gone into overdischarge. The patient stated that they hadn't charged in months because the device wasn't covering their back pain. The rep was unable to read the ins originally, and a fluoroscopic shot was taken showing that the left and right leads moved down one and two vertebral bodies respectively. The rep stated that they had done a trickle charge. There are no interventions planned at this time. The patient is unsure if they want to continue using the scs device. The doctor will try injections in the coming months and if that is unsuccessful they will discuss a revision.